Manufacturer narrative:
(B)(4). The cartridge was not returned for eval, however, the lens was received and evaluated. The lens was returned in liquid. The optic was torn and haptic was bent. Product eval: method (other) - lot order search. A lot order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn): based on the complaint history, lot order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The rptr stated the lens was damaged during the loading process and the cartridges seem tighter than usual. The rptr indicated they had notice an increase in these types of incidents.